Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea, vomiting and lethargy. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to nonadherence to aseptic technique as reported by a medical professional. Nonadherance to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures yielded no growth, a reduction in symptoms in response to antibiotic therapy provided evidence of a resolving peritonitis infection. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced a pd-related infection. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea, vomiting and lethargy experienced at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with no growth in the culture and a wbc count of 11,100/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy at home. The patient was prescribed oral linezolid and oral levaquin for 15 days (dosage and frequency not reported) to address the infection. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotics as he continues ccpd therapy on the same liberty select cycler as before the event.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius customer service he experienced a pd-related infection. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, nausea, vomiting and lethargy experienced at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained and tested in the hospital on (B)(6) 2025 presented with no growth in the culture and a wbc count of 11,100/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during pd therapy at home. The patient was prescribed oral linezolid and oral levaquin for 15 days (dosage and frequency not reported) to address the infection. The patient was able to undergo continuous cyclic pd (ccpd) therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. It was confirmed that the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event while on antibiotics as he continues ccpd therapy on the same liberty select cycler as before the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.